Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using a pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred. The arteriotomy was 8f and the vessel was mildly calcified. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 20f and the aaa procedure was completed. The successfully preplaced sutures of the two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.